Manufacturer narrative:
A getinge field service engineer fse was dispatched to the site to evaluate the unit, upon arrival fse replaced compressor and muffler to fix the issue. Exorcised unit to no fail. A full calibration and functional check has been performed per the factory calibration procedures. Returned to the customer and cleared for clinical use. The defective components were received for further investigation. The failure analysis and testing department received a compressor, with a reported of ¿¿iabp may require maintenance alarm/message¿¿. Performed visual inspection of the compressor per the cardiosave service manual and found no visual damage and the part looks to be in good condition. Installed the compressor into cardiosave test fixture. Performed and tested the compressor in accordance with the cardiosave service manual. Found that all functions were normal. After an extensive testing the test did not trigger the reported problem of ¿¿iabp may require maintenance alarm/message¿¿. The failure analysis and testing department was unable to replicate the failure experienced by the customer. Retaining the compressor in the failure analysis and testing department per procedure. The root cause selection for this investigation will be ¿not confirmed' due to the failure analysis and testing department was unable to replicate the failure.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) unit displayed ¿iabp may require maintenance¿ alarm/message. The rn called for assistance for the unit. The rn had a second pump in the room both her and a colleague was advise the most efficient way to switch the therapy to the second pump with minimal downtime. There was no patient harm or injury reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.